Event description:
It was reported that "after pulmonary artery wedge pressure (pawp) measurement, the balloon was deflated but pawp waveform was still shown on the monitor on the first day of use." The value shown on the monitor was unknown. There were no error messages shown on the monitor. The catheter was bent at 90 degree angle after removal from the patient. Non-edwards transducer used together with the catheter was discarded at the hospital. The sample of tracing was not available. It is unknown if the value was affected by the patient condition. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stop cocks were returned for evaluation. A non-edwards introducer with connected non-edwards contamination shield located between 1 cm and 90 cm proximal from the catheter tip. No packaging was returned. No visible damage to the balloon or returned syringe was observed. The introducer and contamination shield were removed for evaluation. After removing the introducer and contamination shield a kink on the catheter body was observed at approximately 76.5 cm proximal from the catheter tip. No contamination shield or introducer connectors were located around the kinked area. Without the return of the pressure monitoring unit, the customer report of pressure issue could not be confirmed. All through lumens were patent without any leakage, occlusion, or resistance. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specifications measuring 39.06 ohms. Both the thermistor and thermal filament connectors were opened. No visible inconsistencies were found. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.